Event description:
A pt reported blood glucose results of "1.9, 4.0 and 5.6mmol/l" with a lifescan meter, performed within 10 mins of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=1.11mmol/l, thereby indicating a potential malfunction of the meter in terms of precision.